Event description:
The account alleged that the head of the bed would not go down when using cardio pulmonary resuscitation function. No injury reported.

Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve to resolve the issue.